Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during a blood transfusion multiple air-in-line alarms with no air observed in the line. The infusion was transferred to a different pump. An air-in-line alarm occurred with in new pump module. The clinician found that the tubing¿s pump segment ¿fall off blood from the line.¿ it was also reported that ¿the only section where blood was noted was within the pump section.¿ new tubing was set up in the original pump, there was no further air-in-line alarms detected. There was patient involvement but no harm.

Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex a and g codes.

Event description:
It was reported that during a blood transfusion multiple air-in-line alarms occurred with no air observed in the line. The infusion of packed blood cells was intended to infuse 300 ml over 2 hours. The infusion was transferred to a different pump. An air-in-line alarm occurred with in new pump module. The clinician found that the tubing¿s pump segment ¿fall off blood from the line.¿ it was also reported that ¿the only section where blood was noted was within the pump section.¿ new tubing was set up in the original pump, there was no further air-in-line alarms detected. There was patient involvement but no harm.